Manufacturer narrative:
Unit received with critical pump error due to corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Unit received with corroded force sensor and moisture damage on motor assembly. Unit received with cracked battery tube area. (B)(4).

Event description:
It was reported that the insulin pump was crack at battery compartment. Customer's blood glucose level was unknown. The insulin pump will be returned for analysis.